Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched and evaluated the iabp. The stm inspected the unit and was unable to reproduced the reported issue. The stm ran the iabp through the performance tests and no issues were observed in relation to the auto-filling of the balloon. The stm then completed all diagnostic and preventive maintenance (pm) procedures. The iabp was then returned to the customer and cleared for clinical use. Full name of event site name: (B)(6) warehouse.

Event description:
The ICU nurse reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) emitted a ¿gas loss¿ alarm exactly every 2 hours (confirmed by the alarm history) and failed to autofill at the required interval. However, pressing the iab fill key resulted in an appropriate fill. No patient harm or adverse event was reported.